Event description:
The user received high pth result for patient with otherwise normal levels of 25-hydroxyvitamin, calcium, ionized calcium and creatinine. The pth-concentration was found to be 55.8-6417 pmol per l for five measurements which took place between (B)(6) and (B)(6) 2009 with a normal range of 1.6-6.9 pmol per l on the cobas 6000. The pth was tested on the abbott architect on (B)(6) and generated a result 30.7 pmol per l. A plasma sample drawn at the time was analyzed on cobas 6000, and generated a result of 64.7 pmol per l. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.